Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: gd887034, gd886804, and gd885301 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of abdominal pain, cloudy effluent, bowel obstruction, and peritonitis in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). The nurse reported that on (B)(6) 2011, the patient experienced abdominal pain, cloudy effluent and peritonitis that resulted in hospitalization on the same day. The nurse stated that the cause of the peritonitis was possibly a break in aseptic technique. At the time of this report, the patient remained hospitalized. On an unreported date, the patient recovered. Dianeal pd4 ultrabag therapy was ongoing. The nurse stated that the abdominal pain, cloudy effluent, bowel obstruction, and peritonitis with (B)(6) were unrelated to dianeal therapy. Concomitant medications were not reported. An opinion of causality was not provided.